Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported multiple urinary tract infections (uti). On (B)(6) 2014, macrobid was administered and urinalysis was positive for a uti. The uti resolved without sequelae on (B)(6) 2014. However, the patient presented in (B)(6) 2014 with sudden onset of increased frequency associated with dysuria. Urinalysis was positive for uti, noting blood and leukocytes with bacteria on micro exam, on (B)(6) 2014. The patient was prescribed macrobid on the date of discovery and recovered without sequelae on (B)(6) 2014. On (B)(6) 2014, the patient was prescribed macrobid after urinalysis was positive for uti; the uti resolved without sequelae on (B)(6) 2014. Additional utis occurred on the following dates: (B)(6) 2016; (B)(6) 2014; (B)(6) 2016; (B)(6) 2015; (B)(6) 2014;(B)(6) 2016; and (B)(6) 2014. The utis were "unlikely" related as the patient had a diagnosis of urinary tract infectious disease.

Event description:
Additional information received reported the utis on (B)(6) 2014 were unlikely related to the device while the uti on (B)(6) 2014 was not device related.

Manufacturer narrative:
Correction: upon further review, it was determined that separate events were reported in this report.

Event description:
Information received from a healthcare provider for a clinical study reported multiple urinary tract infections (uti). On (B)(6) 2014, macrobid was administered and urinalysis was positive for a uti. The uti resolved without sequelae on (B)(6) 2014. However, the patient presented in (B)(6) 2014 with sudden onset of increased frequency associated with dysuria. Urinalysis was positive for uti, noting blood and leukocytes with bacteria on micro exam, on (B)(6) 2014. The patient was prescribed macrobid on the date of discovery and recovered without sequelae on (B)(6) 2014. Uti dates included (B)(6) 2014. The utis were "unlikely" related as the patient had a diagnosis of urinary tract infectious disease. On (B)(6) 2014, the patient was prescribed macrobid after urinalysis was positive for uti; the uti resolved without sequelae on (B)(6) 2014. See manufacturing reports #3007566237-2016-03203; 3007566237-2016-03204; 3007566237-2016-03205; and 3007566237-2016-03206.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient saw another physician and the treatment was unknown.

Manufacturer narrative:
Correction: the event is not related to the implant procedure or device, therefore event should not have been reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was doing well on the vesicare but had a uti (e.coli). Now urinalysis was negative and symptoms resolved. The event was ¿not related¿ to the device, procedure, or therapy; the patient has a diagnosis of urinary tract infectious disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.